Manufacturer narrative:
The root cause of this complaint is unknown. The device has not been explanted. Therefore it was not returned for evaluation. We were, however, able to evaluate x-rays that were provided. The results show that the stg was not followed - a cannulated lag screw was not used. A review of the stg (030-1808) shows that instructions are provided concerning proper plate positioning and compression. Per the procedure, the surgeon should position the phalanx and metatarsal appropriately for fixation. Insert a .045" k-wire medially, either distal to proximal or proximal to distal, through the 1st mtp joint. Insert a cannulated screw following the cannulated lag screw technique. The surgeon has not shared any information regarding this surgery, therefore it cannot be determined if information provided in the IFU and stg could have likely prevented the reported event. The lot number was unknown. Therefore, an evaluation of the DHR could not be performed. A review of capas identified a related investigation however, the information received post closure of the complaints show that the plate breaks were due to surgical technique. The review of ncrs did not identify any internal non-conformances for this device. The review of complaints identified one (1) similar complaint for this device. Per the extremilock foot plating system risk management file, this type of failure has a risk level score of 'low'. This issue will be monitored through routine trending.

Event description:
On (B)(6) 2016, osteomed was notified of an event with our 2.7mm - 1st mtp primary plate left. Per the patient, the surgery was on (B)(6) 2014. Eight weeks after the surgery during a post-op visit, (B)(6) 2015, the physician (dr. (B)(6)) noticed that the plate was broken. The patient mentioned that she is a previous smoker. She stated that she is in pain. Currently, a follow up surgery is not scheduled.